Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior. This particular device is included in the emblem s-ICD premature depletion advisory population.

Event description:
It was reported that this device exhibited an unexpected rate of battery depletion, upon a recent interrogation. Data was sent for a technical services evaluation who confirmed an increase in power consumption and recommended the unit be explanted and returned for analysis. Subsequently, the device was confirmed explanted and later returned for analysis. No resulting adverse patient effects were reported prior too, nor during the replacement procedure.

Manufacturer narrative:
Following confirmation of explant and return for laboratory analysis, this event will be further updated.

Event description:
It was reported that this device exhibited an unexpected rate of battery depletion, noted upon a recent interrogation. Data was sent for a technical services evaluation who confirmed an increase in power consumption and recommended the unit be explanted and returned for analysis. To date, the device remains implanted and in service.

Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this device exhibited an unexpected rate of battery depletion, upon a recent interrogation. Data was sent for a technical services evaluation who confirmed an increase in power consumption and recommended the unit be explanted and returned for analysis. Subsequently, the device was confirmed explanted and is expected to be returned for analysis. No resulting adverse patient effects were reported prior too, nor during the replacement procedure.